Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead and was admitted to the hospital two days post implant for chest pain. The rv lead was dislodged and there was intermittent non-capture, thresholds were high, and r waves were low. An rv lead revision caused a pericardial effusion. A code was run on the patient and the pocket was contaminated. The device and leads were removed and replaced at a later date after the patient stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that helix extension/retraction and length testing were all performed and all results including electrical testing were within specified parameters. (B)(4)